Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the wire in the cable was broken near the connector. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.